Event description:
Pace medical was notified on 06/01/2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device stating the battery indicator light was not working properly. The device was examined and found to be working perfectly. The device was re-calibrated and final tested and returned to the customer. Reason for complaint: unk. Possible user error.